Manufacturer narrative:
Genesys spine was notified of the issue through FDA medwatch report mw5070252, received june 22, 2017. In accordance with the surgeon's operative report and progress notes for the removal surgery the genesys spine implants were well placed and a solid fusion was achieved. The cause of the patient's pain was not identified. The removal surgery was successful and the patient was recovering well. The pedicle screws reported as implanted and subsequently removed are as follows: - one g741-65-40 / lot wt20151021a / tilock pedicle screw, ext tab, 6.5mm x 40mm - two g741-65-45 / lot wt20151208b / tilock pedicle screw, ext tab, 6.5mm x 45mm. Devices not returned to manufacturer.

Event description:
On (B)(6) 2016 the patient underwent a two-level lumbar fusion at l4-l5 and l5-s1. Extended tulip tilock pedicle screws were placed using the minimally invasive technique and hardware. The surgeon elected to do a uni-lateral construct. On (B)(6) 2017 the patient underwent a removal of the full construct and exploration of fusion at l4-l5 and l5-s1. The preoperative diagnosis was "painful retained lumbar hardware". The following findings at surgery were reported: - hardware was found to be in satisfactory position. - the fusion was found to be solid - the patient was transferred awake from the operating room to the recovery room in satisfactory condition having tolerated the procedure well. During review the day after the removal surgery the following findings were reported: - the patient was doing "real well" and has no complaints - vital signs were stable - patient was afebrile (non feverish) - patient was neurologically stable with good strength and sensation in the lower extremities. - patient was up and ambulating - wound was clean and dry - patient was to continue on routing post-op orders and be discharged on (B)(6) 2017.